Event description:
It was reported that the tip of a device that was noticed broken after wash on an unknown date. This is for a warranty replacement only. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No irregularities were found during device history record review. The material is corresponding to the specifications and was supplied with the lot. The hardness was measured at the time of the manufacturing and was found to be good. The device was returned because the tip was broken. The device was received at service and repair who conducted a visual evaluation and determined the device could not be repaired. The device was discarded. There is no further information available for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional narrative: device is an instrument and is not an implant/explant. The service history review states that the customer reported the device had a broken tip. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is september 9, 2010.

Manufacturer narrative:
According to the product development evaluation, the as received condition states the distractor was received with a fractured arm near the base of the hinge. There are some minor scratches on the surface of the instrument. The anterior cervical instrument set includes left and right adjustable cervical distractors. In conjunction with distractor pins, the surgeon distracts the cervical spine prior to the discectomy and endplate preparation. The hinge fractured at the base due to the forces applied due to too much interference at the hinge. This complaint is deemed valid from a design perspective. Device was received on july 31, 2013.